Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, unexpected restart alarm and excessive no delivery alarm. Customer's blood glucose level was 400 mg/dl. Troubleshooting for no delivery was performed. Customer resolved the issue with a reservoir change. Customer declined to return the reservoir or the infusion set for analysis. Customer was advised to call back if issue recurs in order to troubleshoot.